Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The device was unable to perform displacement test due to physical damage. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. There was also a cracked keypad overlay at select button. The pump was received with minor scratched display window and case. The device was received with stained serial number label.

Event description:
It was reported via phone call that the customer¿s pump had a crack on the battery compartment. They said that it is broken and they are not sure how it happened. The customer¿s blood glucose is 230 mg/dl. The insulin pump was returned for analysis.